Manufacturer narrative:
This report is submitted on may 25, 2023.

Event description:
Per the clinic, the patient experienced granulation at the abutment site. Subsequently, the patient underwent a skin revision surgery in order to debride and cauterized the site on (B)(6) 2022. The patient was also treated with topical antibiotics (specific date and duration not reported) and topical steroid daily (specific date and duration not reported).